Event description:
It was reported the patient underwent a left total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to a loose acetabular cup; however, no revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-00818 & 01608).

Event description:
It was reported the patient underwent a left total hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure has been indicated due to a loose acetabular cup; however, no revision has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity. "